Event description:
During procedure, a tan 60 staple load was opened and used. The staple load did not fire correctly, it fired and cut only halfway. ====================== manufacturer response for staple, implantable, endo gia (per site reporter) ====================== waiting for their response.